Event description:
During a blepharoplasty (plastic surgery on the eyelid) dr. Reported that the electrosurgery unit, when used with bipolar cord and forceps produced a spark. The spark occurred near the eyelid and over to the nasal cavity, proceduring a flame that followed down the oxygen cannula that was inserted in the nasal cavity. The doctor reports that the unit was in bipolar mode with settings at 5 and 15 on the display. The doctor also reports the use of a grouding pad. The anesthesiologist who was assistings in the procedure pulled the cannula out of the nasal cavity. Pt was reported to have suffered burned eyelashes, minor burns to outer edge of right nostril and a minor corneal abrasion.